Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother reported that upon removal of the sensor, the sensor wire remained in the patient's skin. The patient was taken to the hospital on (B)(6) 2017 and the hospital confirmed that the sensor wire was still in the patient's skin. The patient underwent an operation. It was indicated that the patient was under general anesthesia and had a 1.5 cm incision in the abdomen to have the sensor wire removed. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.